Event description:
It was reported that the patient had an infection following the implant of the pump. When the patient was in the hospital when his pump was implanted, the patient got a staph, a strep, a (B)(6), and a gram negative bacterial infection. The patient wasn't sick before going to the hospital. The symptoms began a week to 3 weeks after the implant. The issue started as a small ulcer. The extent of the ulcer was unknown until a bone came through the side of his foot; the infection ate it to the bone. The patient's legs, waist, and pump site began to swell and turn red. It was questioned if the patient's body was rejecting the pump. The patient had blisters up and down his legs and all around the pump site. The patient's legs broke out in a rash. It was noted that the patient was unable to have solid food for 2 months. The patient's legs swelled up big and fluids ran out of them "just like pouring water." The patient used cortisone; however, it was not helping. The patient stated he was continuing to get redness around the pump site. The patient wanted the pump removed if he could not get these issues addressed; the cause of the event was unknown. A dermatologist did a biopsy of the bone in the ulcer in (B)(6) 2013 and discovered it was (B)(6). The patient was given steroids. There had been no hospitalization and it was noted that the patient recovered without sequelae. In (B)(6) 2013, the patient had amputations; the patient lost half of one foot and part of the other. The pump had been delivering dilaudid at implant, but now it delivered morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).